Event description:
An endurant stent graft system was implanted for the emergent treatment of a ruptured 51 mm in diameter abdominal aortic aneurysm. It was reported that the patient presented emergently to the ER with an aortic rupture and was brought to the or. The patient¿s anatomy was considered amenable to evar and so bilateral femoral cut downs were done. The initial bifurcate chosen was an 23x13x145 but it would not pass up the right side so it was attempted on the left without success. The device did not kink. It was the tortuosity and calcified nature of the external iliac arteries that prevented the bifurcate from passing up. The diameter was acceptable but there was no flexibility to the vessels and they would not straighten out to allow the bifurcate to pass. The patient¿s vessels were calcific and control around the arteriotomy site was difficult leading to blood loss and a drop in blood pressure - so an aui was chosen and passed up on the left side with some resistance. The volume of blood loss is unknown; however, the patient received several units of packed red cells and product from the cell saver. The neck had some calcific deposits and that was the source of the leak. After the 23x14x102 was deployed successfully a reliant balloon was inflated in the aortic neck for a few minutes to allow time for fluid and blood products to help stabilize the patient's blood pressure. Next an 16x13x124 limb was deployed into the left common iliac artery. Then a 14mm and a 22mm amplatzer plugs were deployed in the right common iliac to create occlusion in that vessel. An arteriogram revealed a type ia endoleak that was not addressed by repeated ballooning and so an 23x23x49 was placed proximally. After post inflation the type ia endoleak was resolved. Patient was given a left to right fem-fem cross over graft; the femoral arteriotomy sites were endarterectomized and closed. The patient is doing very well and has a baseline creatinine of <(><<)>1. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4).